Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray image shows horizontal and vertical lines (images were unusable and not able to be distinguished). Analysis of the system log file showed an issue with the flat detector (fd) frontal end. During troubleshooting, the fse adjusted the fd power supply to 25v and replaced the flashlite fdc (flat detector controller) but the issue persisted. Upon further testing, the fse found a front-end failure of fdc. The fse replaced the flat detector high speed pack. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray images were unusable and not able to be distinguished. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.